Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-01-04. H6: investigation summary a complaint of the roller clamp missing from the set out of packaging was received from the customer. 11 samples were returned for investigation. Through visual inspection the customer complaint of missing roller clamp was not confirmed. The roller clamp is assembled on to the infusion set. However the roller clamp is assembled upside down. A device history record review for model 10013364t lot number 21069695 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25jun2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the roller clamp being assembled upside down is an error during the assembly process. H3 other text : see h10.

Event description:
It was reported that the bd alaris¿ smartsite¿ texium¿ secondary set roller clamp was missing during use on a patient. The following information was provided by the initial reporter: "product does not have the roller clamp on the infusion line."

Event description:
It was reported that the bd alaris¿ smartsite¿ texium¿ secondary set roller clamp was missing during use on a patient. The following information was provided by the initial reporter: "product does not have the roller clamp on the infusion line."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.